Manufacturer narrative:
The investigation of the returned device to determine the root cause of the defect is in progress.

Event description:
During priming and prior to connecting the pt to the blood tubing set, several black particles were observed on the header cap of the dialyzer. Treatment was not initiated and there was no pt involvement.